Manufacturer narrative:
The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. A clinical review of the available information was performed and it is unknown if device use caused or contributed to the reported outcome. Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with all the available patient information.

Event description:
The customer contacted physio-control to report that their device turned off while in use. The patient involved in the reported event is deceased. After an unknown delay the customer used a back up device to care for the patient.